Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 05/09/2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated that the reaction was around the adhesive. Patient described the reaction as raised bumps, almost like scabbing and itching. Patient saw a doctor on (B)(6) 2016 and a steroid cream was prescribed. Affected area was treated with prescribed steroid cream. At the time of contact, patient was described as good condition. No additional event or patient information was provided.